Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customers blood glucose (bg) ranged from 445 - high mg/dl reportedly, the customer did not perform any actions to address bg level. Reportedly, the customer changed pump supplies and resumed insulin delivery.